Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that her blood glucose was 402 mg/dl. Customer stated that she treated with a manual injection. Troubleshooting was performed and the insulin did exit during manual prime. Customer did not find a leak. Customer stated that she does not use the bolus wizard. Customer does not have a tubing clamp. Customer will be sent a tubing clamp and was advised to call back to continue troubleshooting. Customer was advised to do a complete set change.